Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to drop in r-wave amplitude that resulted in t-wave oversensing. It was noted that the episodes occurred after a non-device related surgery and post-intervention of surgical drainage of pleural effusion. Technical services (ts) was consulted and upon review of the data noted that the shock impedance measurement was around 29 ohms, but the range has been 25-40 ohms. Ts discussed possible causes for the t-wave oversensing and decreased shock impedance measurements, including possible placement, twiddlers or possibly related to the pleural effusion. Ts suggested obtaining an x-ray and further troubleshooting. The s-ICD and electrode remain in service and no additional adverse effects were reported. The field representative noted that the patient was followed at a different facility. They would attempt to obtain additional information. Additional information was received that the physician was uncertain of the cause of the lower impedance values but did believe the decrease in r-wave amplitude was related to the surgery. The physician opted to not perform x-rays at this time as the current signal has adequate amplitude and no noise is seen, even with provocative maneuvers. At this time the impedance measurement is at 40 ohms. No programming changes were made, and the patient will continue to be monitored. The s-ICD and electrode remain in service and no additional adverse effects were reported.